Manufacturer narrative:
Explant date not provided by the complainant; known to be approximately (B)(6) or (B)(6)2015. The root cause of the seroma is likely related to the extensive nature of the surgical procedure in which a lot of tissue is disrupted. The IFU notes that seroma formation and infection amongst the list of potential complications that are possible with the use of any prosthesis. Cook biotech incorporated has a validated sterilization process with a sterility assurance level (sal) of 10^-6. The organism, (B)(6) is not known to be resistant to ethylene oxide gas, which (B)(4) uses as a sterilant.

Event description:
A zenapro device was placed, on (B)(6) 2015, as reinforcement in a transverse rectus abdominis muscle (tram) flap for breast reconstruction. This was a clean case. Suture and surgical tacks were used to secure the graft in place. Two post op drains were placed; one in the lower suprapubic region and one above the umbilicus region. The patient remained on post op antibiotics until the drains were removed. At some point post operatively, the patient developed redness to the abdomen and increased white blood cell count. A seroma was identified. The patient was reoperated on in (B)(6) or (B)(6) of 2015. A large amount of seroma fluid was found. Fluid was sent for culture and came back positive for (B)(6). The zenapro device was removed.